Manufacturer narrative:
Complainant name: (B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the returned device determined that the balloon was unfolded had been subjected to positive pressure and deflated. Solidified blood was noted on the outside of the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified approximately 20mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-jul-2017. It was reported that balloon leak occurred. A 10.0 x 80, 40cm mustang¿ balloon catheter was selected for dilatation. However upon applying pressure before the nominal, the balloon was found leaking. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.